Event description:
It was reported by the rep that the (3) atw35 were used during a live donor nephrectomy procedure. It was reported that the surgeons were performing surgery on the healthy pt and when the surgeon went to fire the device on the renal artery the articulation handle popped off. A second stapler was placed on the field. This one was fired on the renal artery and when the surgeon went to remove the stapler surgeon noticed that the staples formed poorly and that there was a tear in the aorta. This tear was jagged and was not fully stapled. The surgeon tamponaded the vessel and removed the kidney after firing another atw35 on the renal vein (no complications). The surgeon kept the case laparoscopic and laparoscopically sutured the aorta. The pt was placed in recovery overnight under special supervision. Blood was transfused post operatively, the or time was extended by 40 minutes, and the hosp stay was extended by 2 days.